Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the plastic covering the adhesive and contact gel coating peeled off and became detached from the defib pad making it unusable. Complainant indicated that they opened a set of back up pads with no issue and the call was complete. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The actual electrodes from the event were not available for evaluation. Instead, electrodes from retained samples of the same lot number 2524e were investigated. The DHR and retain sample pre-evaluation for lot 2524e showed no discrepancies and had passing results for all in-process and final inspection testing. A retained sample was subjected to impedance testing and defibrillation testing with no evidence of gel peeling. To ensure proper removal of the electrodes from the styrene, the IFU for CPR stat-padz (aw-r2025-07 rev l) instructs the user to grasp the electrode at the red tab and peel away the plastic liner. Analysis of reports of this type has not identified an increase in trend.